Event description:
It was reported that bd insyte autoguard catheter shredded. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Issue: 24g piv the catheter shredded upon insertion and led to the patient being poked multiple times. Event date: (B)(6) 2024. Was there injury? Led to the patient being poked multiple times.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24gx0.75in insyte autoguard device from lot number 4072326. A gross visual inspection shows that only the catheter assembly was returned, and it appear to have a damage near the tip of the catheter. Further microscopic inspection showed that the catheter had a v-shape damage near its tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip giving a spear through, thus confirming your reported issue of needle through catheter. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection, and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. However, as the returned unit has been removed from the package and handled it is possible that the defects originated in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.